Event description:
It was reported that the bd¿ sharps collector lid was ruptured. The following information was provided by the initial reporter, translated from spanish to english: "assortment personnel upon opening the corrugated box detect that the product has a rupture in the lid of the container."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos representation was provided for the complaint. According to the DHR review process, the results showed there were no issues reported like lid broken or damaged during the manufacturing process for the part number reported under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken or damaged for the same part number throughout the last twelve months. Based on the pictures provided from customer it can be seen the following: ¿ the lid of the collector is broken from one corner. ¿ through the lot number, it can be confirmed that this product as manufactured by flex on february 2022. Additionally, in the report customer describes that upon opening the corrugated box, it was detected that the product has a rupture in the lid of the container. According with this investigation, flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, in can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to the handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damaged. Based on that assessment, it can be confirmed that issue could be generated by several variables like hit, incorrect handling, incorrect storage or non-suitable packaging during partial sells. By other hand the likelihood to send damaged material by flex is very low due to there are several controls to verify this kind of issues. Because of this, additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors. As actual root cause could not be determined the potential root cause will be : ¿ product damaged during the transshipped process made by bd¿s second provider. ¿ non-controlled method to ship partial boxes to end user. ¿ product damaged during the shipment or distribution. ¿ incorrect repackaging at the time to perform partial sales. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.

Event description:
It was reported that the bd¿ sharps collector lid was ruptured. The following information was provided by the initial reporter, translated from spanish to english: "assortment personnel upon opening the corrugated box detect that the product has a rupture in the lid of the container."